Manufacturer narrative:
Unit received scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unit inspected and no display window worn. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display window is worn and damaged. The customer's blood glucose reading was unknown at the time of incident. No further details provided.